Manufacturer narrative:
All info provided by the MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that a pt enrolled in the evaluation study expired due to septicemia cardiogenic shock. The physician suspects death possibly related to implant procedure. The clinic did not keep the device so it would not be returned for analysis.